Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that there were additional episodes of oversensing on the right ventricular (rv) lead that resulted in an inhibition of pacing. The device was reprogrammed to resolve the event and the patient was stable.